Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 123 mg/dl. The customer stated that when she tried to put her crabs into the pump, the numbers would scroll by itself to the max and then restart and kept going. The customer took the battery out of the pump twice for the malfunction to stop. The customer could not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.